Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was not provided, and the meter bg reading was 800 mg/dl. The customer was subsequently admitted to the hospital and released four days later. The customer was unable to provide any additional information regarding the hospitalization. A root cause could not be determined. A replacement sensor was sent to the customer.